Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the electrosurgical generator had an e433 error. There was no harm or injury reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. The device was not returned to olympus for inspection. Remote troubleshooting provided by olympus technical assistance center was able to resolve the customer reported allegation. A different power cord was used and the unit powered up without the error. Based on the results of the investigation, the most probable cause of error e433 is traced to a component failure due to an electrical problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.